Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Clinician interrogated the device and device was in back-up mode. Cureset was performed. Device was successfully reset and remains implanted.